Manufacturer narrative:
(B)(4): device evaluated by manufacturer? No - lens implanted.(B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - the patient reported that she was seen by her doctor on the pod1 (first post-op day) and iop was elevated (45 mmhg) causing a "frosted vision". According to the patient the most likely cause was procedure related factor (sealed pis) requiring secondary surgically intervention (yag) . Yag procedure was performed, twice within one month, and eye drops were prescribed for lowering iop. Icl remains implanted. The corneal swelling improved and va was 20/40. It should be noted that reported va correlates with patient pre-existing condition (ms) and subsequent optic nerve damage. It is known, and documented in the dfu , that safety and effectiveness have not been established in patients with: "10. Progressive sight-threatening disease other than myopia ". Literature reports that acute pupillary block and subsequent narrowing of the iridocorneal angle are considered primary causes of sustained elevated iop, frequently associated with inadequate preoperative iridotomies. Per dfu: " peripheral iridectomy two yag iridotomies (0.5mm; placed superiorly, 90 degrees apart) should be performed 2 to 3 weeks prior to surgery with confirmation of the patency of the iridotomies prior to lens implantation". Given all this information it is most likely that combination of procedure related and patient related factor was the most likely cause of the event. Conclusions: based on the complaint history and the medical review, the most likely cause of the event was a combination of procedure related/patient related factor. (B)(4).

Event description:
The patient reported the surgeon implanted a micl (implantable collamer lens) model lens in her right eye (od) on (B)(6) 2014. The patient reported the next morning after the surgery, she had no vision and it was like "looking through a frosted pane of glass". At the follow-up visit the same day, her intraocular pressure was 45mm hg and there was corneal swelling. A yag was performed to open the peripheral iridectomies (pi). The patient was given drops to lower the pressure. At a post-op visit on (B)(6) 2014, the intraocular pressure was 49mm hg and the surgeon performed a second yag. The patient reported she has no pain or any related complications to the elevated intraocular pressure other than dry eyes. The corneal swelling has improved and her va is 20/40. The patient has a pre-existing condition - multiple sclerosis and has optic nerve damage in her right eye. The icl remains implanted.